Event description:
It was reported to target that during a procedure, the tip marker of the spinnaker 1.8f catheter came off and remained in the pt's body. This event did not cause any harm to the pt, who was reported in good condition after the procedure. Through follow-ups by a co rep on 03/15/2000 and 03/16/2000, target was informed that an embolic agent was used and resistance was felt prior to the separation of the tip marker.